Event description:
The vavd controller was used in connection with co's safe micro oxygenator in connection with "eec." The instructions for use for the tubing assembly with moisture trap clearly indicate that the reservoir end must be attached to a vent port. This is also the standard procedure for attaching vacuum to a reservoir for any clinical application, for example when using a reservoir converted for post-operative chest drainage. The vent port on the safe micro oxygenator is distinctly labelled. The quick prime port is also distinctly labelled. In this instance, however, the perfusionist connected the reservoir end to the quick-prime port. During use, foam was created through the cardiotomy suctions and came into the vavd supply line. As a quick reaction to this situation, the perfusionist clamped the vavd supply line in question, so that the reservoir was closed to atmosphere. Consequently, a pressure increase in the oxygenator developed and a blood level drop occurred in the reservoir due to the cardiotomy blood/air suction. The low blood level in the reservoir resulted in a pump stop. Following this, a retrograde air embolus was created through the venous catheter. The pt died after two days in the ICU. Co has no info with regard to the connection between this incident and the death of the pt. At the moment the incident is being investigated by the authorities, the public prosecutor and the public health inspectorate. The vavd controller and tubing assembly incorporate safety features to avoid the accidental overpressurization of a reservoir. The controller has an on/off switch. If this on/off switch had been switched back to off, vacuum supply to the reservoir would have been stopped immediately and the reservoir would have been open to atmosphere. The side arm on the tubing assembly between the reservoir and the moisture trap could have been opened. This would also have eliminated any possible overpressurization of the reservoir. Finally, if no action had been taken, the positive pressure relief valve in the controller would have functioned to avoid any overpressurization of the reservoir, even if blood foam had entered the moisture trap and controller. The incident is solely caused by a user error and not inadequate labelling. However, co will discuss the possibility of changing the labelling for the vent port on all co's oxygenators to read vent/vacuum.